Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that when the catheter was connected to the hemodialysis machine, a hole was found from the extension silicone arterial line and leakage occurred.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was 229905x. The DHR review indicated that there was no quality issues associated with this defect mode. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.